Event description:
Catheter shear: intravenous catheter was inserted using proper technique. I.v. Was patent, allowing infusion. After hospital received pt, the i.v. Became non functional. When the catheter was removed, the nurse noted that approx 2cm of the catheter tip had sheared off, and remained in the pt. The catheter tip was located by x-ray, and was surgically removed from the pt.